Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test was performed and passed. Transmitter functional testing was performed and passed all relevant testing. Performed share tool data log review and found loss of connection gap. Loss of connection was confirmed because the share log displays a connection loss gap within the investigation window. The probable cause could not be determined. No additional event or patient information is available.